Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
It was reported that the patient had interstim therapy about seven years ago and it did not work. It was removed 3 years ago but a small part of the lead was left in her back which migrated a little from the original area. The patient had interstitial cystitis bladder disorder and was in pain and had pain flares but she had constant pain in recent times prior to report. Inquiries were made to know if the lead left in the back was the cause of the constant pain. There was no outcome reported regarding this event. Follow-up was not possible; there was no appropriate source because there was no identifying information.